Event description:
Patient called clinic stating she noticed wetness in black bag containing 5fu (fluorouracil) bag and pump. She noticed this when she woke up at 10:30. The tubing from 5fu bag to pump tubing was disconnected. She reconnected tubing and called clinic. There was white powder on black pouch.